Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's mother reported he experienced elevated blood glucose levels due to a bent infusion set cannula. Mother stated pt's blood glucose would go up to 340 mg/dl. Mother stated they called the dr and advised them to increase his insulin. Mother reported the pt delivered boluses with the infusion device to treat the elevated blood glucose. Pt's target blood glucose is 100 mg/dl. Mother stated pt had to miss school due to the elevated blood glucose but did not require medical treatment. Pt uses the insertion assist plus device to insert the infusion sets. Mother reported the pt experienced pain when inserting the infusion sets and they smelled insulin but did not feel wetness around the infusion site. Mother stated the issue occurred several times. Mother reported each time the pt experienced the elevated blood glucose; he removed the infusion set and noticed the infusion set cannula was "not straight". Discussed alternate available infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.